Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 50.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.3-14.8cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was explanted and replaced. Patient was fine throughout the procedure.